Manufacturer narrative:
Device used for treatment, not for diagnosis. Nakamura, r; et al (2015) the validity of the classification for lateral hinge fractures in open wedge high tibial osteotomy. The bone & joint journal, 97:9 p1223-1231. This report is for an unknown tomofix plate (unknown quantity/unknown lot). UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: nakamura, r; et al (2015) the validity of the classification for lateral hinge fractures in open wedge high tibial osteotomy. The bone & joint journal, 97:9 p1223-1231. This is a retrospective study to validate the efficacy of takeuchi classification for lateral hinge fractures (lhf) in open wedge high tibial osteotomy (owhto) between january 2009 and april 2012 using a small tomofix plate (synthes (B)(4)) in all patients. A total of 74 consecutive knees (58 women and 16 men); 63 patients with osteoarthritis (oa) and a mean age of 62.9 years. The knees were divided into non-fracture (59 knees) and lhf (15 knees) groups. The lhf group was further divided into takeuchi type I, ii, and iii (7, 2 and 6 knees respectively). The outcome was assess pre-operatively and 1 year after (owhto). Both type ii cases had non-union and 6 type iii cases had delayed union with correction loss and one had over correction. Delayed union was observed in knee 7 (type I) and knee 8 and 9 (type ii) no further treatment or additional fixation was required. Knee 14 (type iii) delayed union and 3.5 correction loss treated with low intensity pulsed ultrasound. Knee 15 (type iii) delayed union and 5.5 correction loss due to proximal displacement of the fracture fragment and treated with polyaxial locking plate fixation from the lateral side after re-correction. These results suggest that takeuchi type ii and iii lhfs are structurally unstable compared to type I. This report is 1 of 1 for (B)(4). This report is for an unknown tomofix plate and refers to the serious injury of (B)(6) female patient (knee 15) who experienced delayed union and 5.5 correction loss due to proximal displacement of the fracture fragment and treated with polyaxial locking plate fixation after re-correction.